Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. Concomitant medical devices and therapy dates: attachment device, (B)(6) 2020. Brand name is unknown. UDI: gtin is unavailable. Catalog number is unknown. The manufacturing location was unknown. 510(k) number is unknown. Device manufacture date is unknown.

Event description:
It was reported that a fragment of a cutter device was found inside of an attachment device that was returned for an unspecified malfunction. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device. The piece of the cutter was removed and examined using 40x magnification and rechecked on an optical comparator. A full assessment of the device could not be performed due to the condition of the cutter was received. It was determined that the cutter was broken off below the laser marking and identification of the cutter could be done. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling which is user error.